Manufacturer narrative:
Report of edwards aortic bioprosthetic valve stenosis 11 years post implant; patient will be treated via tavr. Implantation of a transcatheter heart valve (tavr) inside a degenerated one is a less invasive procedure to treat valvular disease. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the reported calcification leading to this explant cannot be confirmed or evaluated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.

Event description:
It was reported to clinical affairs that an edwards aortic bioprosthetic valve is showing signs of severe calcification and stenosis after an implant duration of approximately 11 years. Tee assessment indicates " aortic valve with severe calcification. Right coronary and left coronary cusp immobility is noted with restricted mobility of the noncoronary cusp. No vegetation or thrombus noted." Patient is being assessed for inclusion in clinical trial for implant of an edwards transcatheter aortic bioprosthetic valve within the suspect valve in a valve-in-valve fashion. Intervention is planned but not yet performed.